Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during a patella procedure, the surgeon was unable to pass the entry drill down the protection sleeve due to the amount of sleeve compression from the patella. The protection sleeve was removed. The procedure was completed using another style of protection sleeve. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) protection sleeve/ flex/ long for nails ø 8-11mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the image was reviewed, and the complaint condition can not be confirmed. Based in photographic evidence provided, the inner metal of the protection sleeve is bent and deformed, likely caused by a drill interaction with metal inside the tube. However, it can not be determinated the unavailability to disassemble mating devices by photographic evidence. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part #: 03.043.033s. Synthes lot #: 10273012. Supplier lot#: n/a. Supplier: (B)(6). Release to warehouse date: 02 sep 2021. Expiry date: 30 sep 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.